Manufacturer narrative:
The staff reported the problem occurred in 2008 at approx 09:45 am. Examined the error log and found a nucleus error occurred at 9:37 am. Examined the debug and shot log files and found no errors tied to 9:36 am, but the shot logs indicated no kv/ma were generated for those shots. Found that the system was utilized as the first case of the day, same day, after sitting in the hallway all weekend. The first shot requested was an extreem shot (119kv at 6.1 ma), which appeared to be too much of a load on the system and batteries. Once the system batteries recharged, the system was able to deliver the requested shots. The service tech suspected the batteries were slightly low in charge, thus not able to produce a max technique shot as the first shot of the day. Informed the staff to leave the system plugged in over night to allow the batteries to recharge. The rep will continue to monitor the system over the remainder of the week to ensure no further problems occur.

Event description:
The customer reported the system went black during a case. Tech rebooted the system, to restore operation. The doctor was able to complete the procedure, but the incident caused extended time under anesthesia. No pt harm, injury, or adverse outcome.